Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical products: lps-flex femoral size f, catalog # 00596401651, lot # 62833527. Patella 8.5x32mm, catalog # 00597206532, lot # 62992323. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that patient underwent a left total knee arthroplasty. Subsequently, approximately three years later, the patient was revised due to limited range of motion, pain, swelling, osteolysis, and loosening. During the revision, a complete synovectomy was performed due to synovitis, the tibial tray was grossly loose, and pitting was noted on the articular surface.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. The event is confirmed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified that the patient was had 3+ effusion, their rom was 0-100 with pain in flexion, and was experiencing pain and swelling. Pre-revision x-rays showed osteolysis of the tibial component and increased radiolucency in posterior portion of tibial stem seen on lateral view. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products- nexgen nonaugmentable tibial component, catalog # 00598604702, lot # 62662456.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product/provided pictures identified extreme wear. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown knee femoral component cat#:unk, lot# unk, unknown knee tibial tray cat#:unk, lot# unk, aug block cat#: 00-5990-035-02, lot#: 62417507, aug block cat#: 00-5990-035-01, lot#: 64011785, unknown poly screw cat# unk, lot#: unk. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.­­­ if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised eighteen days after initial knee arthroplasty due to visual bubbles.